Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received that one lead was explanted, and bacterial cultures came back negative. It is unknown which lead was explanted, so both are being reported as explanted.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-01789. It was reported that following a revision on 23 dec 2019, the patient's incision site was not healing properly. The patient was administered oral antibiotics and the incision was washed out.